Manufacturer narrative:
F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are rupture, observed opening on posterior side assessed, as unidentified (tear) opening. Shell thickness within specification. Anxiety-product/procedure unable to observe, since it is not related to the device. Additional observations, observed creases on the device. Observed wear abrasion on the device. No further actions are required, as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported exchange, due to concerns with the product. Later, healthcare professional reported rupture. Device has been explanted. This relates to the right side.